Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a very low bmi and the ins eroded through the skin. The primary care physician did not communicate with the managing physician and tried to close the wound several times. It was reported the ins was eroding through the skin. Sepsis was also reported. The device was explanted and the customer refused return. The issue was resolved. No further complications were reported.